Event description:
Pt received ER:yag laser resurfacing on the face. The procedure reportedly went well with no complications. At the one weeks follow-up appointment the pt reported hearing a squealing in her left ear that began after the procedure. There was no sign of infection or trauma in or around the ear. Pt was subsequently seen by an ent: no signs of damage were evident. The pt reports that the ringing in ear is improving and is currently being seen by a specialty ear clinic for follow-up.